Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out-of-range pacing impedance measurements on the right atrial (ra) channel, observed during an office interrogation approximately seven months ago. Low intrinsic p-wave amplitudes were also noted. Additionally, the field representative inquired about the absence of recent impedance data on the left ventricular (lv) channel. Technical services (ts) reviewed the device data and determined that lv impedance monitoring was disabled in the daily measurements. No adverse patient effects were reported. This crt-d remains in service.